Event description:
Reportere alleged blood glucose monitoring device generated a result whic is outside the reading range of the meter. It was reported the meter display read over 700 and recalled 769, 709, 154, 169, & 85 in the meter memory. No treatment reportedly received as a result. A request was made for the return of the suspect devive and replacement product was sent.